Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer reverted to manual insulin therapy for the remainder of the day, but will resume insulin therapy via the pump. Customers blood glucose was 300 mg/dl.